Event description:
The customer reported a low discordant flc lambda result for one patient sample using n latex flc lambda lot 473289 on a bn ii instrument (serial number: (B)(6). The discordant result was reported to and questioned by the physician(s). The sample was then measured with binding site flc lambda reagent on a non-siemens instrument and the result was higher than the initial result. The repeat result was reported, as the correct result, to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant n latex flc lambda result.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens remote support center to report the observation of a low discordant n latex flc lambda result obtained on a bn ii instrument. Per the intended use section of the n latex flc lambda instructions for use (IFU): "results of the flc measurement should always be interpreted in conjunction with other laboratory findings." Siemens is investigating. Note: the n latex flc lambda reagent is marketed in the united states under siemens material number 10873630. The 510(k) number documented in section g4 is for the us product.

Manufacturer narrative:
Siemens filed the initial MDR 9610806-2024-00060 on 16-dec-2024. Additional information 13-feb-2025: siemens evaluated this issue and provided the following conclusion: based on the analysis of the information provided, siemens was unable to identify the probable cause of discordant flc lambda results using n latex flc lambda lot 473289 on bn ii instrument serial number (B)(6). The instrument files did not contain calibration or quality control from the event date or any results for sample ID (B)(6). Due to insufficient information, further investigation could not be conducted. Based on the provided information, the issue is limited to a single event for one single patient sample and a product problem was not identified. The customer is operational. Bn ii_n latex flc lambda lot 473289b is performing as intended. A product performance issue has not been identified. No further evaluation of the device is required. In section h6, the investigation findings and investigation conclusion codes were updated.